Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use also address setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) per the instructions for use (IFU): serious and life threatening adverse events, including death and bleeding have been associated with use of this device as outlined in the instructions for use (IFU). The IFU indicates that anticoagulation should be individualized for each patient. While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Device remains implanted

Event description:
It was reported from (B)(6) by the staff that the patient noted bloody urine during the night. The patient decided to go to hospital for check in the morning but he awakened by a high watt alarm at 5 am. High watt alarm was logged on (B)(6) 2015 at 05:03:01. The patient presented at the hospital emergency unit about 6:45 am. The patient's values were: 5.1 l/min 2300 rpm 3.3 watts. Log files were sent to manufacturer for analysis. Log files indicated power consumption above normal operating range. Thrombosis was diagnosed. Patient waited about 4 hours in an emergency because hospital was full before he was hospitalized in service. First, the patient was heparinized. His inr was 2.90. His values increased: 6.8 l/min 2300 rpm 3.5 watts. He received two units of plasma to decrease his inr. His inr was 2.24 at 4 pm. It was decided to begin tpa treatment. The patient was admitted to the intensive care unit and patient received tpa treatment 5mg bolus then 5mg 1hour. At night, his watt decreased to 2.9-3.0 and flow was 4.5 l/min. His log files was saved and sent. Analysis was: normal power consumption. The next day, his values increased again. Patient received tpa again 5 mg bolus and 5 mg 1 hour because of increase of inr over 2. "They did again and again." Patient is now stable and heparinized. His logs are sent every day for analysis. No other information available at this time. Investigation is in progress.

Manufacturer narrative:
Additional information received indicated that the patient also received dialysis treatments as a results of urinary issues. According to information received from the distributor the patient was later transplanted. Log file analysis: a review of the controller log files associated with the event captured in (B)(4) confirmed the high power consumption. A rise in power consumption has been logged starting (B)(6) 2015 to a peak of 3.8w on (B)(6) 2015 outside of normal power consumption. Waveform trends of this nature may be indicative of a thrombus event or change in patient state. (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files. Analysis of the device revealed that the device failed to meet specifications; the device passed dimensional verification and functional testing. However, visual examination indicated mild to moderate abrasions on the pump and impeller surfaces. The mechanical abrasions observed on the lower housing surface and the matching inferior surface of the impeller are indicative that external factors, such as thrombus formation, may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. On the other hand, independent pathology report did not reveal evidence of thrombus within the pump. The device was related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the patient outcome include the patient's past medical history of cardiac arrhythmia, related comorbidities, and anticoagulation therapy. The root cause of the reported event cannot be conclusively determined; however, there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.